Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element plus,mr,ous 2.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 12 most proximal stent strut rows were damaged. The crimped stent od (outer diameter) of the remaining undamaged portion of the stent was measured and the result was within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 12-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified mid to distal right coronary artery (rca). Following pre-dilatation with a non-compliant balloon catheter, a 2.50 x 32 mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.